Manufacturer narrative:
(B)(4). There was no information provided that indicated a causal relationship between the peritoneal dialysis and the use of fresenius products and the patient death. Without further information, no conclusion can be made regarding a causal relationship between the patient¿s peritoneal dialysis treatment and products and the patient death. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's spouse reported that the patient had expired on (B)(6) 2016. The patient's peritoneal dialysis (pd) nurse confirmed that the patient had expired while hospitalized. The pd nurse also reported that the patient had been hospitalized for approximately one week. The pd nurse was not able to provide the cause of death, however, the nurse stated that the death was not related to the cycler.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the patient event. There was no information provided that indicated a causal relationship between the peritoneal dialysis and the use of fresenius products and the patient death. Without further information, no conclusion can be made regarding a causal relationship between the patient¿s peritoneal dialysis treatment and products and the patient death.

Event description:
A peritoneal dialysis patient's spouse reported that the patient had expired on (B)(6) 2016. The patient's peritoneal dialysis (pd) nurse confirmed that the patient had expired while hospitalized. The pd nurse also reported that the patient had been hospitalized for approximately one week. The pd nurse was not able to provide the cause of death, however, the nurse stated that the death was not related to the cycler.